Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error code camera head communication error code (e224). Based on the results of the investigation, a definitive root cause could not be identified for the customer reported problem. A definitive root cause could not be identified. Based on the results of the investigation, it is likely communication error code (e224) was due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an image issue and intermittent video image. The issue was identified during preparation for use of a diagnostic panendoscopy procedure. No error messages were observed, and no other devices were connected to the subject device when the failure occurred. The camera was replaced right away, and the procedure was completed with another camera. There were no reports of patient harm.

Event description:
It was reported that the camera head had an image issue and intermittent video image. The issue was identified during preparation for use of a diagnostic panendoscopy procedure. No error messages were observed, and no other devices were connected to the subject device when the failure occurred. The camera was replaced right away, and the procedure was completed with another camera. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.